Manufacturer narrative:
Not returned.

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, an alert for device in backup vvi was observed. The patient was brought into the clinic for further troubleshooting. The device image showed sustained noise on all channels that may have been due to emi. Device replacement was recommended as the source of power on reset was unknown. Device download was performed successfully and device was reprogrammed. Physician decided to continue to monitor the patient through merlin home transmission.

Manufacturer narrative:
(B)(6). Facility details (name, address and phone number) are unknown.